Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that after preparing the 5fu, leakage of the drug solution was observed around the puncture site of 515322.

Event description:
No additional information.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: one spike connector assembled to an infusion bag was provided to our quality team for investigation. After proper decontamination of the device, the set was visually inspected and no visible damage or defects were observed, however, it was noted there was a crack in the stopper of the infusion bag. Leakage testing was performed and no leakages between any connections were observed. A device history review was performed for reported lot 2406218, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device, no issues were found during testing, all product was found to meet required specifications. Retained samples of the same lot were used for additional evaluation. The product was visually inspected, no defects were observed, all product functioned as intended and no leakages were observed. Based on our investigation and sample evaluation, we are not able to identify a root cause related to our manufacturing process at this time. It is possible the leak occurred due to the crack identified within the bag stopper. To date, there have been no other similar events reported for this lot. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.